Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: unk, serial or lot#: unk, UDI #: (B)(4). No. Mfg date: unk. If unknown: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced hemolytic anemia, suspected to be due either to severe stenosis at the anastomotic site of the outflow graft and artificial aorta, or thrombus in vad. The patient had an increase in international normalized ratio (inr), and anticoagulation therapy was temporarily stopped. The patient also had an increase in lactate dehydrogenase (ldh), aspartate aminotransferase (ast) and bilirubin levels. There was also a decrease in haptoglobin. Due to the suspicion of hemolysis, an anemia examination was conducted. Three days later, the patient experienced another increase in inr. The patient complained of strong malaise. A transfusion was administered for the anemia. The ldh, ast and bilirubin levels had continued to increase, and the haptoglobin continued to decrease, consistent with hemolytic anemia. Heparin was started after the transfusion. A contrast enhanced computerized tomography (CT) scan showed stenosis at the anastomotic site of the artificial blood vessel. It was unclear whether the hemolytic anemia was due to the formation of a thrombus in the vad, torsion of the outflow graft or stenosis of the anastomotic site. The patient began experiencing sporadic premature ventricular contractions (pvc). A lamp test was done, and CT results showed blood clots. It was believed that the artificial aorta near the outflow graft anastomosis was highly stenotic and stagnant. A reoperation was scheduled, however, as the patient had strong heart failure symptoms the operation was moved up. A re-thoracotomy was performed. The site of the anastomosis was kinked. A graft-to-graft re-anastomosis operation was performed. It was believed that the outflow graft may have been kinked over time due to the angle at which the graft was anastomosed to the side branch of the artificial blood vessel. The patient has improved since. The vad and outflow graft remain in use. The patient is a participant in the japan destination therapy trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Expiration date: 31-jul-2023 / serial or lot#: (B)(6) / UDI #: (B)(4) h4: mfg date: 01-jul-2018 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and outflow graft were not returned for evaluation. The reported "kink in the outflow graft" could not be confirmed due to insufficient evidence. Log file analysis revealed two low flow alarms logged on (B)(6) 2019. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6), h3: yes, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.